Event description:
See MDR # 1036844-2013-00089 for the first event with the same pt. A second kit was opened for the wire and the physician attempted to insert the catheter into the pt's left subclavian vein. The wire showed resistance and bent and was damaged. As a result, a third kit was opened for another wire and it was placed successfully. There was no delay in treatment and no pt complications reported from the procedure. It was reported the pt expired but this was not associated with the catheter.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable based upon the information provided. The returned device was received and the event was determined to be a result of a product malfunction and there fore reportable. A final report will be filed upon completion of the investigation. Follow-up report will be filed if additional information becomes available.